Event description:
It was reported that the right ventricular (rv) lead was dislodged. The lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.